Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via survey low blood glucose levels. Customer's blood glucose level was down to 14 mg/dl. Customer sugar glucose reading was incorrect and the threshold suspend did not go off. Paramedics had to be called to the scene but customer was not hospitalized. Customer advised they did not remember when it happened and advised they will call back.